Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 600 mg/dl. The customer was in intensive care unit and her kidneys shut down. The insulin pump did not alarm her that she was not receiving insulin. The infusion set had a bent cannula. She had a diabetic ketoacidosis. The customer was vomiting, shaking, her heart was racing, and she could not stay awake. She was wearing her insulin pump at the time of hospitalization. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.